Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a loose implant. Part, part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# 8028003323002, manufactured 03/05/12, expires 2015-05; ifuse implant, p/n 7045-90, lot# 8175003938013, manufactured 08/31/12, expires 2015-10; ifuse implant, p/n 7040-90, lot# 8028003323003, manufactured 03/14/12, expires 2015-05.

Event description:
In (B)(6) 2012, the patient underwent an ifuse si joint arthrodesis where three ifuse implants were placed. The patient later presented to a new surgeon with pain complaints. The surgeon believed that one of the implants was loose. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the loose implant and replaced it with an iliosacral screw and bone graft. The patient is doing better following the procedure.